Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that there was a pump problem; the critical pump alarm was heard beginning in (B)(6) 2015, the patient went through withdrawal ¿the beginning of (B)(6) 2015,¿ and was put on medication for it and was currently still on medication. The pump had been empty for ¿over a month¿ according to the manufacturer¿s representative. The patient wanted to audible alarms silenced as it was going off every ten minutes, and was in ¿dire need¿ to have the pump refilled. The patient did not currently have a managing healthcare professional (hcp). The pump was used to infuse clonidine, bupivacaine, and morphine (unknown). No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.